Event description:
Event description guidant received information that at 18.4 months post implant, this implantable cardioverter defibrillator (ICD) exhibited a fault code 01 error indicating that the charge time was excessive subsequent to therapy attempt. Technical services recommended device replacement.